Manufacturer narrative:
Results pending completion of evaluation.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis and an abdominal aortic aneurysm using an aortic extender component and a contralateral leg component at the same time. A gore® dryseal sheath (B)(4) was inserted from the patient's right side to implant the devices. The patient right external iliac artery diameter measured 6.9m. (The outer diameter of the (B)(4) is 8.3mm.) The devices were implanted without issues. When the sheath was withdrawn from the patient, a strong resistance was felt and the patient's blood pressure dropped. A rupture of the right external iliac artery was identified. (B)(4) was implanted to treat the rupture. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.